Event description:
It was reported that the catheter was placed (B)(6). In the pt's room, the nurse noticed that medical solution had leaked from the catheter. As a result, the catheter was removed and a new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional info: this product is not sold in the USA. The 510k # provided is for a similar product that is sold in the USA.